Manufacturer narrative:
An ev1000 ni system was received for preventative maintenance. During the thermodilution, the databox provided it values out of range. The it value provided during testing at 1.4ºc test was 1.8ºc. However, the system passed the it test performed at 15.3 ºc, 15.5ºc, 25.4ºc, 30ºc and 37 ºc. Per follow-up it was clarified that the databox was the root cause of the it values out of range. The databox was recalibrated and the problem was solved. There was no patient involved in this case. The device history record was reviewed with no related no-conformances found. Injectate temperature is measured as it enters the catheter lumen, in the pulmonary artery and then again as it passes the thermistor. A temperature curve is produced that measures the change in temperature from the entry of the fluid to the thermistor at the end of the catheter. This temperature curve is used to compute the cardiac output (co). In this case, the it value was out of range during preventative maintenance. This would cause an erroneous temperature curve and therefore an erroneous cardiac output, which may affect treatment decisions if this nonconformance were to occur in the field. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during a preventive maintenance, the databox of this ev1000ni system, the injectate temperature (it) values were out of range.

Manufacturer narrative:
Reference CAPA-20-00141.